Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16739515.

Event description:
It was reported that the patients device was not covering the correct pain area and not getting adequate relief. All device components were explanted and will not be returned as they were discarded by the medical facility.